Manufacturer narrative:
The reported of device operating at eri was confirmed. The device was received from the field with battery voltage operating at elective replacement indicator (eri) level. Review of the device image indicates program with high settings in the field. The implant duration exceeds the projected longevity based on average monthly current indicating normal battery depletion.

Event description:
It was reported that the pacemaker exhibited premature battery depletion. The device was explanted and replaced. The patient was in stable condition.